Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital because the device was emitting continuous beeping tones. Before coming to the hospital, the patient was instructed to perform a patient initiated interrogation (pii) with their home monitor, but this was unsuccessful. At the hospital, the staff were unable to interrogate the device with a programmer. Troubleshooting was performed by using a second wand and a different programmer. The staff attempted a magnet reset of the s-ICD but this was also unsuccessful until they applied two magnets, then the beeping from the device was able to be stopped. Then the device was interrogated and a red warning screen appeared on the programmer stating "device required immediate attention" and a template lost (tl) alert was displayed. It was observed that no reference template was stored. The patient was admitted for monitoring with therapy programmed off and device data was sent to technical services for review. Engineering analysis of the device data determined a single event upset had occurred that caused a reset loop that did not allow the device to fully reset. It was noted the reset loop went on for about 10 hours and device therapy was not available during that time. The hospital staff confirmed the beeping pattern was continuous tones indicative of an error code and not alternating tones that occur during a device reset. Engineering requested additional data from a device interrogation that occurred june 3; however, no data was available from that date. Tachycardia therapy was now confirmed to be available and the device was cleared to have therapy programmed back on and the patient released. At home, the patient performed a remote interrogation and the data showed a battery depletion (bd) alert. Engineering analysis of the current data found the bd alert was due to a drop in battery voltage that occurred when the device was emitting continuous beep tones. The data showed that the battery voltage was starting to recover; the patient should be seen in person for a programmer interrogation to clear the bd alert and ensure the device was not beeping again due to a new device alert. The patient was planned to be seen after the weekend, and new device data would be provided for further review. The patient was seen and data was submitted for analysis. Engineering found no further concerning behaviors in the data and recommended normal follow ups. It was recommended to have the patient perform a pii in about 30 days, to confirm the battery voltage had recovered as expected. No adverse patient effects were reported outside of the hospitalization for monitoring. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital because the device was emitting continuous beeping tones. Before coming to the hospital, the patient was instructed to perform a patient initiated interrogation (pii) with their home monitor, but this was unsuccessful. At the hospital, the staff were unable to interrogate the device with a programmer. Troubleshooting was performed by using a second wand and a different programmer. The staff attempted a magnet reset of the s-ICD but this was also unsuccessful until they applied two magnets, then the beeping from the device was able to be stopped. Then the device was interrogated and a red warning screen appeared on the programmer stating "device required immediate attention" and a template lost (tl) alert was displayed. It was observed that no reference template was stored. The patient was admitted for monitoring with therapy programmed off and device data was sent to technical services for review. Engineering analysis of the device data determined a single event upset had occurred that caused a reset loop that did not allow the device to fully reset. It was noted the reset loop went on for about 10 hours and device therapy was not available during that time. The hospital staff confirmed the beeping pattern was continuous tones indicative of an error code and not alternating tones that occur during a device reset. Engineering requested additional data from a device interrogation that occurred june 3; however, no data was available from that date. Tachycardia therapy was now confirmed to be available and the device was cleared to have therapy programmed back on and the patient released. At home, the patient performed a remote interrogation and the data showed a battery depletion (bd) alert. Engineering analysis of the current data found the bd alert was due to a drop in battery voltage that occurred when the device was emitting continuous beep tones. The data showed that the battery voltage was starting to recover; the patient should be seen in person for a programmer interrogation to clear the bd alert and ensure the device was not beeping again due to a new device alert. The patient was planned to be seen after the weekend, and new device data would be provided for further review. The patient was seen and data was submitted for analysis. Engineering found no further concerning behaviors in the data and recommended normal follow ups. It was recommended to have the patient perform a pii in about 30 days, to confirm the battery voltage had recovered as expected. No adverse patient effects were reported outside of the hospitalization for monitoring. The device remains implanted and in service.